Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility and the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue could not be conclusively specified. The possible cause of the issue was likely due to insufficient cleaning, disinfection, sterilization (cds) training according to the instruction for use for the facility staff. The IFU (instruction for use) describes the following: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Event description:
Additional information was received from the reporter stating the facility had a follow-up in-service with an olympus endoscopy specialist the week of (B)(6) 2021. Due to new nursing staff, formal education was needed as well as more follow-up in services.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed that the customer did not rinse the bronchoscope on the rare occasion that they manually high level disinfect the scope. It was also noted that customer did not use a syringe to pull back to fill channel during manual cleaning prior to soaking the scope and was not using the air/water cleaning adapter or flushing the axillary water channel of gastroscope during pre-cleaning. In addition, the customer was not brushing the suction channel at a 45-degree angle or straight back. The customer was brushing the instrument channel with the channel cleaning brush. The customer was reprocessing the injection tubing in steris 1e and not reprocessing the reusable water bottles daily. The ess reviewed cleaning, disinfection, and sterilization for the devices. The customer verbalized understanding of the reprocessing steps. The ess advised the customer to have two (2) people reprocess scopes with one (1) person doing the steps while other person reads the directions. The customer was also encouraged to review reprocessing videos. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service for evis exera ii bronchovideoscopes, evis exera iii gastrointestinal videoscopes, and rhino-laryngo videoscopes. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service the scopes were being reprocessed incorrectly. No patient involvement was reported. This complaint is related to patient identifiers: (B)(4) (model: enf-v3 / rhino-laryngo videoscope). (B)(4) (model: bf-1t180 / evis exera ii bronchovideoscope).